Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the pump was not working. The customer reported a blood glucose value of 61 mg/dl. The customer reported hypoglycemia, which did not require treatment. The troubleshooting was not performed. The event involved product(s) mmt-1884l, mmt-342, mmt-7040a, mmt-442ag, and mmt-7841zn. Customer reported low bgs. The customer is reporting a discrepancy between sg and bg that is not within range. No further patient complications were reported. Mmt-1884l was requested, and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-442ag. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7841zn was requested, and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 25-sep-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 25-sep-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 25-sep-2024 in the formatted history file.  Lostsensor1alert (780) was found on: 09/24/2024 08:25:00.000 sensorerroralert (801) was found on: 09/24/2024 11:02:05.000 09/24/2024 12:52:06.000 sgcalibrationerror (776) was found on: 09/25/2024 11:57:11.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.